Event description:
It was reported that on (B)(6) 2024, 29mm navitor valve was selected for implant. A pre-dilation was not performed due to mild annular calcification. During the procedure, on first deployment of the device, it was deemed too low on the lcc side. The valve was then partially recaptured and redeployed. On the 2nd attempt of deployment, the valve was observed have indentation on the ncc side of the valve extending towards the aortic section of the valve. It was noted that the pigtail had interacted with the valve int he ncc. The valve was then recaptured using both the deployment wheel and micro-adjustment wheel. A new delivery system and valve was prepped and loaded. Physician decided to perform a pre-dilatation with a 20mm balloon as the annulus was further observed to have a fused raphe (on the ncc side) and calcific nodule. The newly prepped and loaded valve was delivered and deployed with at 4mm ncc and 4mm lcc with trivial to mild leak. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of stent post deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned within solution. However, the tissue was noted to be dehydrated. No deformation or anomalies were noted on the valve. Information from the field indicated that the pigtail had interacted with the valve in the non-coronary cusp, and the valve was observed to have an indentation on the non-coronary cusp side of the valve. The provided image was reviewed by an abbott clinical engineering manager. Based on available information, the reported material deformation appears to be related to procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2024, 29mm navitor valve was selected for implant. A pre-dilation was not performed due to mild annular calcification. During the procedure, on first deployment of the device, it was deemed too low on the lcc side. The valve was then partially recaptured and redeployed. On the 2nd attempt of deployment, the valve was observed have indentation on the ncc side of the valve extending towards the aortic section of the valve. It was noted that the pigtail had interacted with the valve int he ncc. The valve was then recaptured using both the deployment wheel and micro-adjustment wheel. A new delivery system and valve was prepped and loaded. Physician decided to perform a pre-dilatation with a 20mm balloon as the annulus was further observed to have a fused raphe (on the ncc side) and calcific nodule. The newly prepped and loaded valve was delivered and deployed with at 4mm ncc and 4mm lcc with trivial to mild leak. The patient remained hemodynamically stable throughout the procedure.